Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the surgeon went to fire the device and it cut, but did not staple. Only one donut was formed. They controlled the bleeding and completed the procedure with a new device. The patient is currently stable. The procedure was prolonged by 20-30 minutes.

Manufacturer narrative:
(B)(4) an investigation was performed on architect total b-hcg reagent 7k78-25 lot 79914jn00 and determined that it was performing acceptably. The customer did not return reagent or samples for investigation. Manufacturing, in-process and final release testing data was reviewed for lot 79914jn00. This review demonstrated that all control and panel values were within specifications. Complaint tracking and trending data was reviewed and no adverse trends were identified. The architect total b-hcg reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency. This is the final report.

Event description:
The account stated that a false negative architect b-hcg result was generated on an aliquoted sample. The aliqout was retested and was again negative. A sample from the primary tube was tested and a positive result was obtained. No further information was available. There was no report of impact to patient management.

Manufacturer narrative:
(B) (4):this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.(B) (4).